Manufacturer narrative:
1627487-12192011-003-r; this ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices and displayed an error message. The abbott representative confirmed the issue. The ipg is inoperable. The patient reported that they fully recharged the ipg approximately 4 days prior to experiencing the issue for 2 hours and they routinely recharge every two weeks. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced with a competitors model.